Event description:
It was reported that the pt underwent to the ER and was cardioverted and external defibrillation had to be used. Due to the external defibrillation, oversensing and double-counting on the device was noted and the pt received a shock. The device vt detect was reprogrammed.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance for the product and this report only represents an enhancement to the reporting criteria going forward.